Event description:
On 09/13/10, the customer reported that the unit unexpectedly shutdown.

Manufacturer narrative:
(B)(4): on 09/13/10, the customer reported that the unit unexpectedly shutdown. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.